Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty closing the foot and device entrapment were confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty closing the foot and device entrapment appears to be related to circumstances of the procedure. The returned device analysis noted the actuator wire was separated. Separation of the actuator wire would compromise foot retraction functionality and subsequently contributed to the reported device entrapment as the foot would not be able to retract. Further analysis of the fracture faces concluded that holding the foot open and closing the lever will cause the actuator wire to kink at this point, and multiple closure of the lever can cause the wire to snap. In this case, interaction with anatomical conditions such as the biological material observed in the foot could have prevented the foot from closing thus repeated cycling of the lever at this point would cause the actuator wire to kink and then eventually snap. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein (rcfv) using the pre-close technique via a 6f sheath hole prior to an a-fib ablation interventional procedure. Reportedly, the lever was unable to be closed after deployment and the foot of the prostyle device remained open. A vascular surgeon was called in and cut down surgery was performed to remove the device and achieve hemostasis. A cuff miss was noticed with another prostyle device that was used in one of the other access sites in the rcfv. The sheath was upsized to a 16f and the a-fib ablation procedure was completed. A collagen plug was used to achieve hemostasis in that access site. There was no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy due to the cut down surgery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.